Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's device and battery were tested and the reported issue could not be duplicated. The logs from the event date of november 29, 2024, were reviewed but no discharge attempts were observed. On (B)(6) 2024, five successful discharge attempts were logged. All five attempts appeared to be operating on a simulator at the time. No indication of a device malfunction were observed in the log. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge and later failed self test. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.